Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and there was ic gate oxide/cap oxide current leakage. The low battery voltage was confirmed. Higher-than-normal current drain was noted. The high current drain was determined to be associated with right ventricle pacing and ultimately due to a faulty l409 pacing a regulator ic. A photon emission was noted. The location and appearance of the photon emission is consistent with that of an emission due to gate oxide leakage.

Event description:
It was reported that during the post operative check, the patient's device indicated that it was at elective replacement indications (eri) same day as implant. The patient was brought back in three days later and the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and there was ic gate oxide/cap oxide current leakage. The low battery voltage was confirmed. Higher-than-normal current drain was noted. The high current drain was determined to be associated with right ventricle pacing and ultimately due to a faulty l409 pacing a regulator ic. A photon emission was noted. The location and appearance of the photon emission is consistent with that of an emission due to gate oxide leakage. Addendum: the l409 ic was further analyzed and concluded the following. The cause of the n-channel transistor emission was not due to gate oxide leakage but rather to the abnormal biasing of the transistor during system operation. The abnormal biasing was caused by voids in metal lines controlling the emitting transistor.